Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The usm was tested on an in-house system in normal mode and error 319 was confirmed and replicated. The usm unit was tested on the patient side cart (psc) fixture test platform (pftp), where it failed the fiber test pointing to the parallelogram and rolling loop fiber. A gold parallelogram and gold rolling loop fiber was installed. After installing golden parts, the usm passed all tests. The parallelogram fiber assembly and rolling loop fiber assembly will be replaced as a fix to the reported problem. The complaint regarding non-recoverable fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of this reported issue is attributed to component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the system logs, which revealed error 319 pointing at nodes 185 and 186 on arm 2. The fse replaced the universal surgical manipulator (usm) to resolve the error issue. The system was tested and verified as ready for use. If additional information becomes available a supplemental MDR will be submitted. A return material authorization (RMA) was issued to the customer and that the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted when the product is evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, there was a non-recoverable fault pointing at arm 2. As a result, the surgeon elected to convert to a laparoscopic procedure with additional ports, and then proceeded to open surgery.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was a non-recoverable fault pointing at arm 2. The arm was non-responsive but can be disabled. During the call the users power cycled the system, but the fault re-occurred. Live logs revealed error 319 pointing at nodes 185 and 186 on arm 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked caller if they could proceed with three arms, but they could not as they needed at least three arms next to each other. Surgery was aborted and converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The conversion resulted in additional ports to convert to laparoscopic and then proceeded to open. The patient was able to tolerate the conversion.